Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported surgery due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-30-12 - equinoxe preserve stem 12mm: (B)(6). 320-42-03 - 145-deg pe 42mm hum liner +2.5: (B)(6). 320-10-00 - equi rev tray adap plate tray +0: (B)(6). 320-02-42 - rs exp glen 42mm, +4mm offset: (B)(6). 320-15-07 - sup/post aug pl, l rs glen bplate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent an initial reverse total shoulder arthroplasty on the left side. Subsequently, one (1) month later, the patient experienced deep infection in the left shoulder/chest, infected serum from site of pec major rotational transfer. It was reported the infection appeared to be soft tissue only and does not involve the prosthetic. As a result, the patient underwent a left shoulder incision drainage/debridement and wound vac placement. The patient's outcome was reported as resolved with the surgical intervention. No further impact to the patient was reported. No additional information is available.